Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the medium-large clip applier instrument was unable to apply clip as the clips were not being held. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer stated that the issue occurred when the surgeon was trying to clamp on a vessel or tissue bundle. The issue with movement experienced was the instrument was static/not moving when surgeon commanded movement. They are not sure how many times the clip applier was used during the case when the incident occurred. They used lap, to resolve the issue and the instrument has been sent back for evaluation. Isi received the da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have one severely bent grip notch which holding the clips, causing misalignment of the grip-tips. Due to the damage, the clip cannot be placed properly. The grips were not found to have cracking damage. Further inspection found a notch at the point where the bend is located. The complaint regarding clips not being held, unable to apply was confirmed by failure analysis. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.

Event description:
Refer to h11 for follow-up information.